Event description:
It was reported that prior to port placement procedure, the dilator was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history record was requested to view manufacturing records and the lot met all release criteria. Investigation summary: one introducer needle, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, and one tunneler were returned for evaluation. Gross visual and microscopic visual were performed. The distal tip of the vessel dilator appeared to be blunt and deformed. Therefore the reported device damage prior to use and identified deformation issue can be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6(device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 05/2024.

Event description:
It was reported that prior to port placement procedure, the dilator was allegedly found damaged. There was no patient contact.